Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007, the patient visited the facility. On (B)(6) 2007, patient underwent urine culture, basic metabolic panel , urinalysis , ECG . On (B)(6) 2007, the patient presented with preoperative diagnosis of progressive myelopathy with c3-4 herniated disc and these operating procedures were performed: anterior cervical discectomy. Arthrodesis of c3-4 with cage utilizing vitoss infused with bone morphogenic protein and bone marrow aspirate infused vitoss. C3-4 instrumentation with stryker reflex plate and 14 mm titanium screws. Removal of anterior cervical osteophytes. Use of intraoperative microscope. Per op notes, an intervertebral body spacer was sized to 9mm . This was found to be snug with placing it in the intervertebral disc space with gentle tap with a mallet. This was found to be snug by hand manipulation. The cage was then identified . The central portion of the cage was then filled with bmp infused vitoss. This was packed tightly . The peek cage was then introduced into the intervertebral space under fluoroscopic guidance. The remainder of the osteophytes were then removed using a drill with a mastic drill bit. The caspar posts were removed. The bone marrow infused vitoss was then placed anterior and lateral to the cage. The 12 mm plate was sized to c3 <(>&<)> c4 vertebral bodies. A stay pin was put in the upper left hand corner. The drill holes were pre-drilled using a 14 mm hand-powered drill. The 14 mm variable screws were placed at each site. There was good purchase and bone. The final tightening was performed with the gold tightener. All the screws were noted to be below the gold rings. The patient was stable on discharge. On (B)(6) 2010, the patient visited the facility. On (B)(4) 2011, the patient presented for stress test ech, doppler color . On (B)(6) 2011, the patient admitted with following diagnosis - atherosclerosis of native arteries of extremities with intermittent claudication. He underwent following procedures; rt femoral artery exposure. Aortoiliac angiogram. Lt femoral artery puncture. Bilateral introduction of catheters in the aorta. Bilateral common iliac artery stenting. Rt- sided common iliac and external iliac stenting . Left common femoral artery exposure with primary repair of the common femoral artery. On (B)(6) 2011 , the patient visited the facility.